Manufacturer narrative:
Investigation. Investigation conclusion: bd was unable to confirm the customer¿s indicated failure mode. DHR review a review of the device history record was completed for batch 6092878, reorder number 367989. Product was manufactured at the bd (B)(4) site april 2016. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Root cause description: there was no sample and/or photo available for evaluation. Based on the investigation, a root cause could not be determined within the scope of this evaluation.

Event description:
It was reprtorted that bd vacutainer® sst¿ blood collection tube had a cocked stopper. No serious injury, no medical intervention reported.